Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced an occlusion alert on the insulin delivery system, changed all supplies, and subsequently received guidance to inspect for kinks and resume delivery; the user later administered manual insulin. Symptoms included hyperglycemia with a reported blood glucose high of 251 mg/dl for a few hours, without loss of consciousness, dizziness, or diabetic ketoacidosis, and without ketone testing. Outcomes included correction with manual insulin to a blood glucose of 132 mg/dl, no use of backup therapy beyond the manual dose, and no need for professional medical intervention. Investigation included customer support troubleshooting and user education related to occlusion management and supply changes. Investigation of this case revealed that the cause of the hyperglycemia was unclear. It was concluded that the event involved an insulin delivery occlusion alert with unclear etiology, with resolution after user actions and education. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.